Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flowed back into the side port issue occurred. After mapping when the pentaray catheter was removed, micro air was generated in the three-way stopcock part. Although flush was conducted, it could not be removed. The sheath was changed and the procedure was completed without patient's consequence. Air was not being introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required and the patient has not exhibited any neurological symptoms since the procedure was completed. The bwi product analysis lab received the device for evaluation on (B)(6)-2021. The device evaluation was completed on (B)(6)-2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of back pressure test of the vizigo sheath. Visual analysis of the returned product revealed that no damage or anomalies were observed on vizigo sheath. Per the event, flow and pressure test were performed, in accordance with bwi procedures and no issues were observed. Values were observed within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and air flowed back into the side port issue occurred. After mapping when the pentaray catheter was removed, micro air was generated in the three-way stopcock part. Although flush was conducted, it could not be removed. The sheath was changed and the procedure was completed without patient's consequence. Air was not being introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention was required and the patient has not exhibited any neurological symptoms since the procedure was completed. The event was assessed as MDR reportable as air flowed back into the side port.